Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8110 error 13-1033-149. Technical support- 1. Detach and reattach the pump. 2. Flash poc software on the pump 3. Replace logic board. 4. Return on factory for service. Recommended mark to flash poc software. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2016 to the present date 10/22/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. ¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned

Event description:
It was reported that the device received error code 13.1033.149 on a syringe module. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2016 to the present date 10/22/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 13.1033.149 on a syringe module. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/29/2016 to the present date 10/22/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 13.1033.149 on a syringe module. No patient involvement was noted.